Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 38 alarms were found on 08/15/2025 23:07:45.000 through 08/16/2025 10:07:00.000, with several alarms noted. Line=700 file=121. During testing, pump error 38 was not noted, however, unit motor failed to properly rewind despite rewind complete being displayed. Motor remained stuck in place and did not continue to rewind. Unit failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to unit failing to properly rewind. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. No moisture damage was noted on motor assembly or electronic assembly. Isolate rewind anomaly to motor assembly. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations were confirmed when pump error 38 was noted in adapt, in addition to unit failing to successfully rewind. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, the customer was able to clear the alarm and unable to complete the insulin pump rewind. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was that the device will be returned.